Event description:
It was reported that upon opening the suture box from the product code f2435h, there are pouches of product code f2429 inside the box. There was no patient consequence reported.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a photo was received for evaluation. Visual analysis of the image received from ethicon inc was observed for evaluation, a pack of paper product code f2429, in an open box with product code f2435h, lot number. Rebdqz, expiration date apr 30, 2026. We do not have the batch number of the code on the package. Image is not clear to determine failure mode or reported condition. During the packaging process, each box and each barcode on the label is scanned into the system to compare the information. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. Complaint information will be further tracked for potential safety signals through complaint trends as part of post-market surveillance. Additional information was requested, and the following was obtained: the customer cannot provide the lot number of the pouches from the product code f2429, as the box was shipped for analysis. It seemed there were 35 pouches left in the returned box. The issue was discovered during the procedure but the patient was not be sutured yet. So, no patient consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.